Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to determine if the device malfunctioned at this time. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device expired. There is no reported allegation of malfunction. Per the police investigator, the patient was disconnected from the travel ventilator and caregiver could not get the patient to her home vent before the patient started turning blue. CPR was initiated. Emergency services arrived and the patient was transported to the hospital.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device performed to specifications. Resmed's risk analysis for the use of this device is acceptable. (B)(4)

Event description:
It was reported to resmed that a patient using an astral device expired. There is no reported allegation of malfunction. Per the police investigator, the patient was disconnected from the travel ventilator and caregiver could not get the patient to her home vent before the patient started turning blue. CPR was initiated. Emergency services arrived and the patient was transported to the hospital.